Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that three cook nester embolization coils (14 cm x 4mm) were used with two non-cook catheters. Difficulty was experienced when advancing the coils through the catheters. The coils were being deployed using the wire guide and flush technique. Two of the cook nester embolization coils were stuck at the tip of the catheter. The other cook nester embolization coil was stuck within the catheter. The procedure was completed using a cook 7cm nester embolization coil. All three coils were removed from the patient, and no non-target embolization occurred. There were no reported adverse effects to the patient as a result of this event. Reviews of instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history could not be completed due to a lack of lot information from the user facility. There is no evidence from the available information of nonconforming product in-house or in the field. Cook also reviewed product labeling. The device was packaged with instructions for use t_ce_nec_rev.2, which provides the following relevant to the reported failure mode. Warnings nester embolization coils are not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolus within the catheter. If difficulties occur when deploying the embolization coil, withdraw the wire guide, coil and angiographic catheter simultaneously as a unit. Instructions for use 1. Perform an angiogram prior to embolization to determine optimal catheter position. 2. Firmly grasp the loading cartridge between thumb and forefinger. Introduce the metal end of the loading cartridge into the base of the catheter hub. Lock loading cartridge onto catheter hub by turning luer lock adapter clockwise. (Fig. 1) 3. Maintaining position of the cartridge, advance the stiff portion of the wire guide into the loading cannula. Push the coil into the first 20 to 30 cm of the angiographic catheter (fig. 2) remove the wire guide and loading cartridge. 4. With the flexible tip of the wire guide, advance the embolization coil to the tip of the catheter. Verify position of the angiographic catheter prior to deployment. 5. Deploy the coil by advancing the wire guide past the tip of the catheter. 6. Perform final angiogram to confirm coil position within target vessel. The information provided upon review of the dmr and IFU suggests that the device was not manufactured out of specification and that there are no nonconforming devices in house or out in the field. Based on the information provided and the results of the investigation, cook has concluded that this event can be attributed to a component failure without any design or manufacturing issue. While it is possible that a dimensional incompatibility exists between the non-cook catheter and nester embolization coil, information regarding the size/rpn of the nester coil and the inner diameter of the catheter was unavailable. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D4: rpn: mwce-35-7-14-nester or mwce-35-7-14-nester-01. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per additional information, two catheters by another manufacturer were used. A competitor's wire guide and/or cook benston wire guide were used during the procedure. All three attempts to deploy three separate cook 0.035" 7 x 14 mm nester coils resulted in the coils becoming lodged in the 5-french catheter. The lodged coils were removed from the patient. No non-target embolization occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During a procedure three cook nester embolization coils (14 cm x 4mm) were used with two non-cook catheters. Difficulty was experienced when advancing the coils through the catheters. The coils were being deployed using the wire guide and flush technique. Two of the cook nester embolization coils were stuck at the tip of the catheter. The other cook nester embolization coil was stuck within the catheter. The procedure was completed using a cook 7cm nester embolization coil. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.